Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 41 complaints regarding 45 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; upon removing the vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: the balloon; the forward "cervical" cup; the back or vaginal cup; the locking assembly with thumb screw; the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions.

Event description:
The customer reported that the 60-6085-201a, v-care medium, broke off into the patient. All the pieces were identified and removed from the sterile field. There was a slight delay but the surgery was completed as planned. There was no patient injury or impact. The device will not be returned as it was discarded by the facility. Additional attempts have been made to gather more information, but to date there is nothing new to add. This report is being raised based on device malfunction with potential for injury upon reoccurrence.